Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Medical interpretation: lateral x-ray/sagittal MRI of l4/5 transforaminal lumbar interbody fusion (tlif) with clear remodeling of l4/5 disc space. Titanium interbody device is not device that was noted. Subsequent cuts show cysts and sclerosis which affects entire lower half of l4 body and upper half of l5. Pseudoarthrosis is evident.

Event description:
It was reported that a patient underwent an unspecified spinal procedure. It was reported that a patient developed bone erosion pos t-operatively at the l4-5 level.

Manufacturer narrative:
Medical interpretation: lateral x-ray/sagittal MRI of l4/5 transforaminal lumbar interbody fusion (tlif) with clear remodeling of l4/5 disc space. Titanium interbody device is not device that was noted. Subsequent cuts show cysts and sclerosis which affects entire lower half of l4 body and upper half of l5. Pseudoarthrosis is evident.